Manufacturer narrative:
A sv5 guidewire unraveled inside the patient during an angiogram. There was no patient injury. After the product was evaluated, (B)(6) discovered that the core wire was fractured. A non-sterile unit of pgw .018 sv short 300cm st was received coiled inside of a plastic bag. A kink condition was observed on guide wire at 8 cm from distal tip, and unraveled/stretched was observed on distal tip. Guidewire was inspected under vision system and coil wire was observed unraveled/stretched, and fractured. Sem analysis results showed that the fractured wire presented evidence of reverse bending and smearing. Reverse bending or fatigue failures could be related to surface characteristics and application of fluctuating stresses. No other anomalies or issue were found during sem analysis. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported ¿guidewire/ unraveled/stretched - in patient¿ was confirmed through analysis. However, an additional failure of ¿guidewire / fractured¿ was also noted during analysis. The cause of the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed to the unraveling/stretching and fracture reported as evidenced by reverse bending and smearing in analysis. According to the instructions for use (IFU), users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a sv5 guidewire unraveled inside the patient during an angiogram. There was no patient injury. After the product was evaluated, (B)(6) discovered that the core wire was fractured.